Manufacturer narrative:
Additional information: patient age now provided.

Manufacturer narrative:
Patient age not available. During the onsite inspection, the medtronic representative reported that multiple exposures from spins were observed and it was confirmed that there were distortions viewed in the image. These images had surgical instruments in the field. The rep could not replicate the issue with 3d phantom and previous successful spins without noise or surgical instruments. An analog offset calibration for safe measure was performed and it was found that the system functioned within specification. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the 2d and 3d images were of poor quality and the anatomy was hard to see. It was also noted that the image quality does not improve when the rad and fluoro gain calibrations were ran on the imaging system. There was no patient impact or delay in sugery reported. Surgery proceeded as planned.